Event description:
It has been reported that x-ray was not possible during an emergency procedure. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and analyzed the system's log files. No system errors were detected during log file analysis. The fse inspected the system's technical room and found that the air conditioner was defective. This caused the system's cabinets to overheat, which in turn caused the system to malfunction. The air conditioner was repaired and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude that a device malfunction had the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As explained in the instructions for use (4523 001 01513), it is not advised to use the system if the ambient temperature of the system is not between +10°c and +30°c. Based on the investigation results, philips concluded that the complaint is not reportable. Corrected data: the codes were updated based on the investigation outcome. Based on the investigation results, philips concluded that the complaint is not reportable.